Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an integrated circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.